Event description:
It was reported that during a laparoscopic total gastrectomy, the cartridge pan came off when the cartridge was removed after the 2nd firing and it was left in the jaw. The cartridge was a gold cartridge . The device was used on the esophagus. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that no cartridge body was returned, however an ecr45d cartridge pan detached from the cartridge was received. Furthermore the pan was noted to be bent at right proximal end. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. No conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4).